Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the promus element plus,mr,ous 3.00x24mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found slight stent damage 19mm from distal end of the tip. The balloon was tightly wrapped and was not subjected to positive pressure. Multiple hypotube kinks were noted along the catheter length. No damage was noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a severely calcified coronary artery. A 3.00x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.